Manufacturer narrative:
The following other devices were also listed in this report: nrg knee p/s nrg bearing insert size; cat# 82-3-0510; lot# 55845601. Scorpio nrg ps femoral #5 right; cat# 81-4405r; lot# vm2e2d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a stryker right knee replacement. Patient felt normal life was impacted, resulting in complaint.

Manufacturer narrative:
An event regarding allergy/reaction involving a scorpio baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
Patient had a stryker right knee replacement. Patient felt normal life was impacted, resulting in complaint. Updated event: "the patient implanted with nrg had a reaction on the leg."